Manufacturer narrative:
The reported events were loss of capture and lead dislodgement. A complete lead was returned in one piece with the helix partially extended and clogged with blood and tissue. The reported event loss of capture was not confirmed. Electrical testing, visual and x-ray examination of the lead did not find any anomalies. After cleaning, the helix could be extended and retracted by applying torque to the connector pin. The measured full helix extension length was within specification.

Event description:
Related manufacturer report number: 2017865-2025-17200. It was reported that the patient presented in clinic for a scheduled procedure as previously upon interrogation it was noted that the right-atrial (ra) lead exhibited loss of capture, and the right-ventricular (rv) lead exhibited r-wave amplitude variation. Chest x-ray was performed, and confirmed dislodgement of both leads. As a resolution the ra and the rv leads were explanted and replaced. The patient condition was stable.